Event description:
A customer reported that the pump battery was depleting too quickly, but it did not result in a shutdown. There was no adverse impact to the customer's blood glucose level. The customer was advised to charge the pump to 100% and monitor the depletion over 24 hours before continuing with troubleshooting.